Manufacturer narrative:
The hcg reagent lot number is 797723 and the expiration date is 31-oct-2025. The qc recovery data provided was acceptable. The field service engineer (fse) found that the sample and reagent probe needed to be vertically adjusted. The fse performed probe adjustment and checked the bead mixer. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable elecsys hcg+beta results for 1 patient sample on a cobas e 411 analyzer. The initial hcg result was 10000 miu/ml with flag. A 1:100 dilution was performed on the sample and the result was 7954 miu/ml with flag. Another 1:100 dilution was performed on the sample and the result was 7595 miu/ml with flag. The sample was repeated again without dilution and the result was 10000 miu/ml with flag. A manual 1:100 dilution was performed on the sample and the result was 11760 miu/ml with flag. The manual dilution result of 11760 miu/ml was deemed correct.